Event description:
It has been reported that the screws from the communication cable have snapped off. No injury reported.

Manufacturer narrative:
No device was returned to the manufacturer for analysis. The customer ordered replacement service parts to repair the bed.